Manufacturer narrative:
The field service representative determined the cause to be a damaged sample probe and he replaced the probe. He performed calibration and ran controls which were within specification.

Event description:
Customer states two new born samples were mis-sampled causing erroneous results. The following example of an erroneous result was provided. Initial phosphorus result 0.4, repeat gave 5.2 mg per dl. The nurse practioner questioned the original result. An amended report was sent out with the correct result. No treatment was received since the initial result was questioned.